Manufacturer narrative:
(B)(4).

Event description:
These leads were explanted because of perforation. The rep is uncertain which lead it was, the ra or rv, both were explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.